Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture and seroma-late.

Event description:
Healthcare professional reported left side "liquid silicone gushing out", capsular contracture (baker grade unknown), sinusitis and spinal bone spurs (lumbar osteophytes) and "fluid accumulation out-side of the left implant". The device has been explanted.